Event description:
It has been reported to philips that the wireless footswitch was defective. The system was in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wireless footswitch lost connection to the wireless base station during a procedure. The procedure was completed using a wired footswitch. A philips service engineer inspected the system onsite and replaced the wireless base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.